Manufacturer narrative:
The quick connect is an intuitive spreader bar attachment system that allows the staff to switch and secure and also remove the spreader bar in a few simple steps described in the instructions for use (IFU, 001.15698-en-13). The following steps need to be conducted to attach the spreader bar to the quick-connect attachment. "Align the spreader bar quick-connect latch to the hook. Insert the hook into the quick-connect. Move the spreader bar to engage the hook into the pivot. Rotate the spreader bar into position. Make sure that the quick-connect latch is closed. Do not operate the lift if the latch remains open (¿)¿. It also instructs how to remove the spreader bar from quick connect: " open the latch that locks the hook in place by pressing it. Rotate the spreader bar/scale up towards the latch, depending on which one you want to remove. Move the spreader bar/ scale, to disengage the hook away from the pivot. Pull the spreader bar/scale downward, out of the quick-connect." The spreader bar detached after the event, indicating that it was securely fastened during the transfer. This is evidenced by the fact that the transfer was completed successfully without any issues. However, it was not possible to determine how the spreader bar detached after the event, as the exact circumstances under which this occurred are unknown. The absence of any device defect suggests that, with the proper attachment of the spreader bar, the spreader bar could not have detached without any external interference (e.g. Manipulating the quick connect while removing the spreader bar). The involved caregivers using the ceiling lift were trained on how to use the device. In summary, the exact cause of the spreader bar detachment remains unknown. While no arjo device failure was identified as contributing to the reported issue, the maxi sky 2 ceiling lift did not meet specifications as the spreader bar detached. The complaint decided to be reportable due to the spreader bar detachment and hitting the resident, resulting in non-serious injury.

Event description:
Following the information reported, the spreader bar unexpectedly disconnected from the quick connect and hit the resident on the head. The resident sustained a large hematoma to the left side of the forehead. Ice was applied and vitals were taken. The resident was placed on a head injury routine (hir). This issue occurred after the resident was transferred. The device evaluation did not reveal any device failure. The issue was not recreated. After inspection, the lift passed, and the device was put back into use.